Manufacturer narrative:
The monopolar curved scissors instrument has not been received for failure analysis evaluation at the time of this report. An image review was conducted. The evaluation of the provided photo confirmed that the instrument displayed a broken tube adapter on a single port (sp) monopolar curved scissors (mcs) instrument.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors instrument end was defective. A fragment fell into the patient and was retrieved during the same procedure. The customer was unable to attach the scissor tip. The procedure was completed with a delay of less than 15 minutes. The customer stated that the instrument was inspected prior to use, and no damage or abnormalities were identified at that time. During the procedure, all missing fragments were retrieved and disposed of. The procedure was then completed using a different backup da vinci instrument.